Manufacturer narrative:
Device passed displacement test and self test. Device was received with missing segments/partial display due to cracked lcd glass. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Insulin pump's screen had blue and green lines. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.